Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was visually inspected, functionally tested and an alarm log review was performed. During inspection an f-38 alarm was identified in the alarm log and during functional testing. The cause of the alarm was determined to be due to force sensing resistors being out of specification. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.